Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider 2 tenet overheated (with new battery) and made strange noises when trying to position. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the product. A battery was not returned. A charger was not returned. A foot switch was returned. One of the battery receptacle's plastic clips was damaged. No pooling oil was noted on the outside of the device. A functional evaluation was performed. A known good test battery was utilized. The device continuously tries to pressurize. The battery would get warm after a minute of continuous pressurization. The piston migration was at 2.9 inches. The device was depleted of oil. No pooling oil was noted within the enclosures. The reported failure of "strange noises"was verified and the root cause was associated with a seal failure. The complaint of "overheated" was confirmed and the root cause was associated with a seal failure. Factors that may have contributed to the overheating include the device taking longer than normal to pressurize because of the depletion of oil. This continued attempt to pressurize will cause the battery to get warmer than normal. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately. There were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.